Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: laparoscope has become detached and fallen inside the patient probable root cause: thermal destruction of epoxy improper/third party repair improper epoxy/curing process laser welding failure use error contact with instrument (B)(4). The device manufacture date is not known.

Event description:
It was reported the end of the scope detached and fell off.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the end of the scope detached and fell off.